Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-62126.

Event description:
The customer reported via phone call that he received a new pump and was calling back to complete the high pressure test. Customer stated that his last blood glucose was 190 mg/dl. Customer reported that the pump was only making a single click sound when dispensing insulin. Customer reported a no delivery alarm. Customer was already connected to the new pump and the pump passed the high pressure test. Customer will return the pump. Customer stated when the reservoir gets to the end of its useful life his blood glucose was in the 500's mg/dl. Customer stated that he is disconnected. Customer stated that he normally sees a big bubble of insulin but on this one, he saw very minimal insulin. Customer stated that the sound of the pump was a double clicking sound when it was pumping. Customer stated that he changed the reservoir and it seems to work okay. Customer sees 6 small air bubbles and a long one in the reservoir. Insulin pump will be replaced per customer safety.